Manufacturer narrative:
Age at time of event: (B)(4) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A mach 1 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, a non-bsc balloon catheter was advanced to dilate the lesion. Subsequently, a 38 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion despite several attempts. The promus premier¿ stent was then removed and outside patient, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.